Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the reported information. During the transarterial embolization (tae) procedure, the physician used the angio-seal. When advancing the locator and sheath over the guidewire, the distal end fractured. A new 6 french angio-seal of a different lot was subsequently used to achieve hemostasis. No adverse effects occurred to the patient. No blood loss was reported.additional information was received on 26nov2025: there were no signs of damage observed on the guidewire prior to the event. The dilator sheath was not broken into separate pieces. The facility does not have a whole room sterilization equipment in place. The product box itself already contained the storage warnings provided by the manufacturer. The product was stored in the original shelf pack box.additional information was received on 02dec2025: the angio-seal was kept in a closed cabinet and inside a unit box.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the complete investigation results. One (1) 6 french angio-seal device was returned for product evaluation. The returned device included the carrier tube, hemostasis sheath and arteriotomy locator. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath was found to have been fractured, and the component was also able to be broken in a manner which is consistent with embrittlement due to light exposure during storage. Four photos were also provided of the device and storage conditions. Two photos were provided of the broken device, and two photos were provided of the device storage conditions. Three angio-seal boxes were contained within a cabinet. No other findings were noted during review of the photos. The hemostasis sheath was broken in a manner which is consistent with ultraviolet (uv) or light exposure during storage. The complaint was confirmed for a sheath breakage due to light exposure. The likely cause was determined to have been improper storage as the device was broken in a manner which is consistent with embrittlement due to light exposure. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. A corrective action and preventive action (CAPA) was implemented to introduce a stabilizer additive to the sheath that would prevent future breakages due to light exposure. The product in this complaint was manufactured prior to the implementation of the corrective action.